Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited and because the suture was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Therefore, the reported failure to close the vessel after successfully deploying the device could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary interventional procedure. Reportedly, the sutures were deployed successfully; however, hemostasis was not achieved. Manual arterial compression was applied for 50 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.